Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right ventricular lead exhibited intermittent capture. One day post implant the patient experience syncope several times. The physician repositioned the lead successfully, at next day check the lead exhibited intermitter capture. The lead was explanted and replaced successfully, the patient was doing fine.